Event description:
It was reported the ez45 was used during a thoracoscopy with wedge resection. It was reported the device was fired across lung tissue and staples formed perfectly, but knife blade only cut at distal end of staple line. Upon closer examination it looked as though the knife blade perforated along the staple line, but never actually cut through the tissue until it reached the distal end. The device was reloaded and the same thing happened. Another ez45 was opened to complete the case. There was no consequence to the pt.